Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; 6570-0-032 ; (B)(4). Device not returned.

Event description:
Patient was revised because of dislocation. Removed head and liner and switched to dual mobility.